Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have low blood glucose of 46 mg/dl. Customer reports to have dropped insulin pump, but there was no damage to pump. No further information provided.